Manufacturer narrative:
There is temporal relationship between the liberty cycler and the episode of pneumoperitoneum with reported question of cycler malfunction causing a liter of air in the patient¿s abdomen as documented by the physician. However, there is a probable causal association as reported by the pdrn that the patient was not clamping the lines before priming tubing during ccpd treatments; introducing air into the peritoneum. The patient continued manual pd therapy for an unspecified period of time post hospitalization and has since been able to continue ccpd therapy with a replacement liberty cycler without further issues.

Event description:
On (B)(6) 2017, a follow-up call to peritoneal dialysis registered nurse (pdrn) revealed that during hospitalization the patient¿s x-ray showed ¿the patient was filled with a liter of air. The physician claimed the cycler was responsible¿. A culture (unknown type) was performed and showed no growth, no peritonitis. Additionally, during hospitalization an abdominal computerized tomography (CT) scan was also performed, results showed large amounts of air in the patient¿s abdomen. The physician removed the air from patient¿s abdomen by performing a manual exchange and having the patient drain out extra peritoneal fluid. Per the pdrn there are no records of how much fluid was taking out the patient during the course of the manual treatments performed. There is no report of repeat test (abdominal x-ray/CT - post intervention). The patient did not receive any ccpd treatment on a cycler while hospitalized overnight. On (B)(6) 2017, during a follow up call to pdrn, it was revealed, the patient did experience an episode of pneumoperitoneum. The patient was discharged on (B)(6) 2017 and instructed to perform manual exchange for several days and continue to drain longer to assist with removal of air from abdomen and continue ccpd therapy on the cycler. The pdrn stated the patient was re-trained as she had a habit of clamping her lines before she primed the lines; a process that would introduce air into the peritoneal space during ccpd treatment. The patient received a new liberty cycler, new supplies and is doing well; continuing ccpd therapy on cycler without further reported issues.

Manufacturer narrative:
(B)(4), pneumoperitoneum the cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed and completed without any failures or problems. The system air leak passed. The valve actuation test passed. There were no discrepancies encountered in the internal, visual inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse (pdrn) reported, a patient with end stage renal disease (esrd) on peritoneal dialysis therapy was admitted to the hospital on an unknown date for air in her abdomen. An x-ray was performed and determined the patient was filled with approximately 1 liter of air and it was alleged the cycler was responsible. The pdrn stated the patient received a new cycler and all is well for the patient. The pdrn performed an effluent culture and nothing was found with no peritonitis to report. The patient was re-trained by the pdrn due to the patient of having a habit of clamping her lines before she primed the lines, which could allow air to remain trapped and not cleared from the lines as intended.